Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 9 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has a short-to-shield. The patient was asymptomatic. On (B)(6) 2018 the technical service representative performed a percutaneous lead (driveline) replacement. The customer reported abnormal pump operation returned after the replacement indicating the wire damage is internal. The patient was provided a hospital owned ungrounded patient cable and received a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The report of a compromised percutaneous lead can be confirmed. Technical services replaced the external portion of the percutaneous lead on (B)(6) 2018. The clinic reported this did not resolve the issue, and the pump was exchanged due to "driveline fracture." The percutaneous lead was returned in two sections, measuring approximately 15.5 inches (distal) and 9 inches (proximal, attached to the pump housing). Visual inspection of the proximal portion of the returned percutaneous lead revealed the metal shielding approximately 8 inches from the pump housing was frayed. Following removal of the bionate and shielding layers, a visual inspection of the wires found exposed conductors on the orange, yellow, green, and red wires approximately 8 inches from the pump housing. The pump stoppages found in the system controller log file would have occurred if the exposed conductors of the orange, yellow, green, or red wires made direct contact with each other or simultaneous contact with the braided shield, as a phase-to-phase short would be induced while on an ungrounded cable or batteries. The insulation breaches in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. Evaluation of the wires in the distal section did not reveal any issues that would have contributed to the reported event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.